Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a field representative was called to turn off the implantable cardioverter defibrillator (ICD) that this right ventricular (rv) lead is connected to. During this event, it was noted that there was a shock impedance reading of 0 ohms. While this is usually due to electromagnetic interference (emi), no troubleshooting was being performed, per the request to turn the device off. The cause remains unknown. No adverse patient effects were reported.